Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was too little iodine solution on the sponge of the minicap. The sponge was dry. This was identified after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b3/d10, b5, h6 & h11. B3/d10: asku (previously submitted as ni). B5: during follow up, it was clarified that there was too little iodine solution on the sponge of an unspecified quantity of minicaps [previously submitted as one (1)]. H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a cotton bud placed on the pouch with evidence of the presence of iodine. The reported inadequate iodine due to dry sponge was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.